Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked during preparation. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed which noted separated tubing and a lack of solvent on the tubing end. A leak test was performed and verified the leak. The cause was determined to be related to the manufacturing process. There was not enough solvent used in the assembly. Should additional relevant information become available, a supplemental report will be submitted.